Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional also reported, per the operative report, that "capsular contracture baker grade unknown" was seen.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side "saline flat." The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "saline flat." The device has been explanted and replaced.

Manufacturer narrative:
Continued e1: postal code: l5g 3h5. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "saline flat" (deflation).

Event description:
Healthcare professional reported right side "saline flat." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.